Event description:
It was reported patient presented remotely. Remote transmissions showed the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. Patient had no consequences.